Event description:
On (B)(6) 2011, the home health nurse reported via telephone that the unit did not alarm when the unit was tested. There was no reported injury with this device.

Manufacturer narrative:
On (B)(4) 2011, kci field service confirmed that the audible alarm was not functioning. The unit was repaired by replacing the control module. In addition to the audible tone alarm, there is also a visual alarm that is displayed on the touch screen to alert the patient and caregiver of a condition that has been detected.